Event description:
It was reported that patient presented for scheduled leadless pacemaker (lp) implant procedure. During procedure, the lp prematurely separated from the delivery catheter. The device was deployed safely, and delivery catheter was removed. Patient condition was stable.